Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 219 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. Customer didn't report an e70 alarm. Customer was not able to rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.